Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consist of the watchman access system (was) with the a watchman® closure device loaded into the sheath. The devices were bloody with contrast inside the devices. The hub, shaft, and tip were microscopically and tactile inspected. Inspection revealed tip damage (delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.the investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis on (B)(6) 2018. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was selected and advanced and a 33mm watchman laa closure device was deployed. The depth of the laa was not enough. There was a small leak on the upper side and the closure device protruded 10mm on the inferior side. The procedure was completed with a different product. No patient complications were reported and the patient status is stable. However, device evaluation revealed inner liner delamination.